Manufacturer narrative:
The product was returned for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
During a coil embolization procedure of the pcom (4.2 x 5.34mm), the ev3 echelon 10 microcatheter (mc) was positioned to the target, and the physician advanced the coil, but found the coil was stretched. The physician then withdrew it and changed to another one to complete the procedure. During insertion, no additional force was utilized to advance or remove the coil/delivery system. An adequate continuous flush was maintained through the mc at all times, and the same mc was utilized to complete the procedure. The mc was re-shaped prior to use with the shaping mandrel, steam, and without any damages. There were no kinks in the mc that may have contributed to the event. Other than the reported event, no other damages were noticed with any other section of the device coil (detached, separated, fractured, etc), delivery system/introducer (kink, bend, fracture, separated, etc), and the coil remained attached the delivery system.

Manufacturer narrative:
When advancing the 4x7 orbit rdfl complex mini coil through the echelon10/ev3 microcatheter (mc) the coil stretched. The orbit system was withdrawn with the coil remaining attached to the delivery system. It was changed to another one to complete the procedure using the same mc. The procedure was coil embolization of a 4.2x5.34mm posterior communicating artery aneurysm. The mc was re-shaped prior to use with the shaping mandrel, steam, and without any damages. There were no kinks in the mc that may have contributed to the event. Prior to the event, the mc was positioned at the target site and an adequate continuous flush was maintained at all times. The same mc was utilized to complete the procedure. Other than the reported event, no other damages were noticed with any other section of the coil, delivery system, or introducer. One non-sterile trufill dcs orbit was received coiled inside a plastic bag; several kinks were found along the hypotube, no other anomalies were noted. The support coil, gripper and embolic coil were found inside the introducer. The gripper and embolic coil were inspected under the microscope; the gripper presented no damage while embolic coil was found slightly bent; no other anomalies were noted. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stretched coil was not confirmed; with microscopic inspection it was not stretched; however, it was slightly bent. The cause of the reported event cannot be conclusively determined; however, with review of the analysis and the DHR the device did not present any indication of any manufacturing defect or anomaly contributing e to the event as reported. It is possible that procedural or handling factors, vessel characteristics, or device interaction may have contributed to the event. The device history records review indicated that the product met specification prior to shipment; additionally inspections are in place to prevent these types of damages from leaving the facility. Therefore, no corrective action will be taken at this time.

Manufacturer narrative:
One non-sterile trufill dcs orbit was received coiled inside a plastic bag; several kinks were found along the hypotube, no other anomalies were noted. Support coil, gripper and embolic coil were found inside the introducer. Gripper and embolic coil were inspected under the microscope; gripper presented no damage while embolic coil was found slightly bent; no other anomalies were noted. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "coil unraveled/stretched" was not confirmed, embolic coil was inspected under the microscope and it was not stretched; the cause of the event experienced by the customer and the cause of the damages found on the unit could not be conclusively determined, however the analysis and the DHR review indicates that the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. It is possible that procedural factors or handling may have contributed with the reported condition since the records indicated that the product met specification prior to shipment; additionally inspections are in place that prevents these kinds of damages leaving from the facility, therefore, no corrective action will be taken at this time. Additional information will be submitted within 30 days of receipt.